Event description:
Same case as manufacturer's report #6000093-2006-00275. It was reported that 48 days after implantation of a taxus express2 2.5x20mm drug eluting stent, an in-stent stenosis occurred. During the initial procedure, the target lesion was located in the mid and proximal left anterior descending (lad) artery. Pre-intervention stenosis was not reported. A 2.5x20mm taxus stent was deployed in the lad. No post-intervention stenosis information was reported. No information concerning the calcification or tortuosity of the treated vessel was reported. The patient received angiomax during the procedure. The patient was reported to have tolerated the procedure well. The patient presented 48 days after the initial procedure with an in-stent restenosis of the lad in the 2.5x20mm stent in the lad. No information was reported on the percentage of in-stent restenosis. A 2.5x12mm taxus stent was deployed in the in-sent restenosis region of the lad. Post-intervention percentage stenosis was not reported. No information was reported concerning patient complications.